Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display issue. The display on the animas pump reportedly will not light up when the contrast button is pressed. No further information could attain at this time. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/30/2013 with the following findings: the text on the display screen was found to be extremely dim/faded and discolored and difficult to read. The contrast setting is set at '8'. Increasing the contrast setting to the maximum of '10' did not result in significant improvement. The faded display was replaced with a test display; the test screen is fully functional and illuminated with no visible signs of fading or discoloration of text. The battery compartment was found to be cracked on the side at opening of battery chamber and in front of battery chamber next to the keypad, extending to the primary seal. The returned battery cap was able to fully tighten until the o-ring was seated and the cap was flush with the pump case; there was no issue with loss of power. Moisture damage in the battery compartment was not observed; the bolus button cover has a hole in it but is functional. Intermittent keypad response was confirmed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.